Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform (B)(4), head restraint cable broke. In addition user advisory 45 (not at "home" position after power-on/restart) displayed. No patient information was reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). A visual inspection was performed and both top cover's wire strands were observed to be cut, thus confirming the reported complaint. Unrelated to the complaint, the bottom and the front covers appeared cracked. A review of the archive was performed and it shows that multiple ua45 faults to have occurred on (B)(6) 2015, rather than on the customer reported event date of (B)(6) 2015, thus confirming the reported complaint. Functional testing could not be performed due to user advisory 45 (not at "home" position after power-on/restart) message display upon power on the platform, thus confirming the reported complaint. It was determined to be that the encoder shaft was four revolutions off the home position target upon power. Based on the investigation, the parts identified for replacement were the top, front and bottom covers. In summary, the reported complaint of a broken head restraint cable along with a user advisory 45 code were confirmed during visual inspection and functional testing. The top cover was replaced to remedy the reported complaint of the broken head restraint cable. The physical damage was determined to resukt from user handling. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To remedy the ua45 fault, the shaft was rotated back to the "home" position. The root cause of ua45 fault was determined to be user error. Following service, including replacement of the top, front and bottom covers, the platform passed all testing criteria.